Manufacturer narrative:
The previous follow-up report was submitted incorrectly; please refer to pr 163563 for reporting purposes.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing chamber. Additional allegation includes sinus issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since there is no device information was provided. The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021 the manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing chamber. Additional allegation includes sinus issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, the wrong type of reported complaint was selected(malfunction). It is corrected on this report and updated to an si. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.